Event description:
Per independent repair center, the unit¿s alarm would not function and the unit had low o2 or yellow light. The key failure was the manifold valve sticking. Additional malfunction was the power switch being defective.